Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer and the issue persisted and the pump battery could not be charged. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.